Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous mid superficial artery (sfa). After placement of a spartacore guide wire, pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). Reportedly, there was difficulty advancing the non-abbott 6-french sheath, and was potentially the cause of the reported issues. Reportedly, the supera self-expanding stent system (sds) was successfully advanced to the target lesion without any issues noted. However, after deployment of the stent, there was difficulty removing the delivery system and it was noted that the proximal end of the stent was in the catheter. The thumb-slide was moved forward and backward multiple times, and both locks were opened; however, this did not resolve the issue. Pulling the delivery system moved the stent into the common femoral artery (cfa). An open surgery scheduled for later during the year for the patient's cfa was advanced. General anesthesia was administered and during the surgery the supera was retrieved, and the cfa was treated as planned. The patient's hospital stay was prolonged; however, the patient is reportedly recovering well and will be discharged soon. There was no additional information provided.

Event description:
Subsequent to the initial medwatch, the supera sess was returned with the distal end (tip and innermember) separated and attached to a snare device. Additional information received reported that the separation occurred during use inside the patient's anatomy and the separated portion was retrieved using a snare device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: spartacore; sheath: cook crossover (6-french). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty, difficulty to remove, and migration could not be tested as the stent was not returned. The reported tip detachment was confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot showed no other incidents. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.